Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increase intra-peritoneal volume (iipv) condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:36:07. During night drain cycle three, the patient's ultrafiltration reading was 2294ml, indicating the home patient (hp) drained 2294ml more than their maximum programmed fill volume of 2000ml. No additional information is available.